Manufacturer narrative:
The field service engineer (fse) replaced three valves (v5, v12, and v2) and no additional leaks were observed.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600 synchron chemistry analyzer was generating hydro subsystem errors. A field service engineer (fse) was dispatched and discovered the 10 psi valve spitting wash solution through the relief port. No injury or operator exposure was reported in connection with this event.